Manufacturer narrative:
One device was returned for analysis. Visual inspection showed a scratched lcd lens, worn uso and dso seals and a bent latch lock. The tamper seal was removed. There was no evidence to review in the device's event history log. An accuracy test was performed and the reported issue was duplicated. The device slightly over delivered and was not within the standard range of 3 percent. The most probable cause was due to the expulsor. As a result, the expulsor, the worn dso and uso seals, lcd lens, keypad, overlay, rear label, and bent latch lock were replaced. The expulsor was trimmed. A service history review identified there was no indication that the complaint was related to a service of the device within the review period. Email is: (B)(6).

Event description:
It was reported the device started at 1800 5/b and alarmed low volume at 3 am that it was empty. Per reporter the nurse added 15 ml at 5 am. No adverse patient effects were reported by the customer.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3: unknown.